Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy has peritonitis. It was reported that the peritonitis was due to shorter fresenius liberty cycle set lines. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained. The nurse reported the pd culture had no growth at 24 hours and the culture¿s cell count was still pending (not available). Regardless, the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (per clinic algorithm) on an outpatient basis for peritonitis. The patient is reportedly recovering from the event. The nurse confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. The nurse stated that the fresenius cycler set lines are too short for the patient to reach the bathroom. Therefore, the peritonitis event was due to patient touch contamination from disconnecting from the cycler set at night to use the bathroom. The nurse stated that the cycler set lines have been discarded and that the lot number is not available.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy has peritonitis. It was reported that the peritonitis was due to shorter fresenius liberty cycle set lines. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained. The nurse reported the pd culture had no growth at 24 hours and the culture¿s cell count was still pending (not available). Regardless, the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (per clinic algorithm) on an outpatient basis for peritonitis. The patient is reportedly recovering from the event. The nurse confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. The nurse stated that the fresenius cycler set lines are too short for the patient to reach the bathroom. Therefore, the peritonitis event was due to patient touch contamination from disconnecting from the cycler set at night to use the bathroom. The nurse stated that the cycler set lines have been discarded and that the lot number is not available.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination while disconnecting from the pd exchange to go to the bathroom, as reported by the patient¿s pd nurse. Currently, there is an allegation that the liberty cycler set lines are too short which resulted in the patient needing to disconnect from pd treatment to use the bathroom. The manufacturer instructions for use provide caution to the user not to touch the inside of connections and to use aseptic technique when connecting/disconnecting from treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.